Manufacturer narrative:
The field service engineer (fse) checked and cleaned the fluidic circuit. Calibrations and qc were performed successfully. The issue has resolved after the cleaning of the instrument, which indicates that the instrument was contaminated. The contamination comes mainly from the poor quality of the processed samples (caused by pre-analytical factors). The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The electrode serial numbers were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium (na) and potassium (k) electrode results with several patient samples tested on a cobas 8000 ise 1800 module. The following example results were provided: sample 1: the initial na result was 58 mmol/l while the repeat result was 136 mmol/l. Sample 2: the initial na result was 88 mmol/l while the repeat result was 151 mmol/l. Sample 3: the initial na result was 138 mmol/l while the repeat result was 149 mmol/l. Sample 4: the initial k result was 4.9 mmol/l while the repeat result was 4.03 mmol/l. The repeat results were generated on a second analyzer and were deemed correct.